Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Additional information added to h3 and h6: method, results, conclusions. Device evaluation: the products remains implanted. There were also no medical images or operation notes provided for evaluation. With the available information the complaint is unrefuted for failure of non-union and micromovement of the cage. Complaint history for pn# mc1005t ln# 282525/10 there were zero (0) other complaints for similar events (non-union and micromovement of the cage.) Related to the same part number in the 12 months leading up to the notification date through to the present. 0(zero) additional search results for the lot and item search. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this device is used for treatment. The identity of the cervical disc replacement that was also implanted at the same and its manufacturer are unknown , as well as the levels of implantation. With the given information, a compatibility review is unable to be performed. Potential cause: as the cage and plate remains implanted, with the given information, the definitive cause cannot be determined. This event could possibly be attributed to unintended motion of patient, post operation. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a pseudoarthrosis and micromovement of an roi-c construct were detected at a three-year follow up review. At the time of construct placement, a disk replacement device was also used, apparently at an adjacent level. There are no current plans for a revision of the roi-c construct. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00191.

Event description:
It was reported that a pseudoarthrosis and micromovement of an roi-c construct were detected at a three-year follow up review. At the time of construct placement, a disk replacement device was also used, apparently at an adjacent level. There are no current plans for a revision of the roi-c construct. This is report two of two for this event.